Manufacturer narrative:
The batch number is known, certificate of conformity is available. No relevant information was found during DHR review (no nonconforming material report was issued during manufacturing or packaging processes). Please note that this production was made under the process deviations si 667 and si 669, issued to state trainings at untwisting workshop. Device received for this event is being corrected from ptn ass. X1-x3 3files 21mm catalog # a08032219a003 to unk maillefer catalog # unk maillefer.

Event description:
In this event it is reported that ptn ass. X1-x3 3 files 21mm file broke during use. The root canal was enlarged with drill and the broken part was retrieved. Further information about patient is pending.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.